Event description:
See initial report.

Manufacturer narrative:
H11: a review of device service history of the affected device confirmed that the reported event represents the first occurrence associated with the specific unit involved. Based on the available information, the involvement of a systematic hardware malfunction is considered unlikely. Conversely, an occlusion setting that was excessively tight cannot be excluded as a potential contributing factor to the reported behaviour. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report of an essenz roller pump which was not properly functioning. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: reportedly, the occlusion on the pump was readjusted by field service technician, and the pump worked properly. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.